Manufacturer narrative:
If initial reporter also sent report to FDA is unknown; no additional information has been received. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was received in used conditions, without its original packaging inside a plastic bag and decontaminated. The returned sample was visually inspected at 12 inches to 16 inches and normal conditions of illumination. One unknown adapter, not from this manufacturer, was found with the sample which is not part of this complaint investigation. The male luer was broken at the inside, confirming damage/broken complaint. The most probably root cause is that the male luer came weak from the supplier. A supplier corrective action request (scar) was issued to the supplier. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the vacutainer broke at the luer. No patient injury was reported.